Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A doctor reported that knives did not cut as expected when attempting to make the first incision during surgeries. Alternate knives were obtained in order to perform and complete the procedures. There was no impact to any patient. Additional information has been requested, but is confirmed to be unavailable for this report.

Manufacturer narrative:
No knife sample has been returned for evaluation for the report of not cutting as expected therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A photo attached to the parent complaint was reviewed by the manufacturing site. The photo is of three knives which are loose in blisters as well various syringes. The picture is not clear and the type of knives and condition of the samples cannot be confirmed. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).